Event description:
The user facility reported that while preparing the subject device for an unspecified diagnostic procedure, it was found that the bending section was folded. The intended procedure was completed using a similar device with no delay in the procedure. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the coating on the connecting tube was peeled off. This report is being submitted for the malfunction (coating peeling off) found by service during the device evaluation.

Manufacturer narrative:
Upon further evaluation, service found the connecting tube was wrinkling, and the bending section was folded. The bending tube was deformed, and the bending section and connecting tube were detached. The ultrasonic cable was out of specification with ultrasonic elements lost due to damage to the cable. An electrical contact of the ultrasonic connector was worn. The electrical connector demonstrated corrosion. A black scratch appeared on the image due to breakage of the ccd (charge coupled device) unit. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the multiple damages in the distal end and the cable part other than the reported phenomena, we surmised that it was very likely that the phenomena occurred afterward. The event can be detected/prevented by following the instructions for use (IFU) which state: important information ¿ please read before use warnings and cautions warning ¿do not bend, hit, pull, twist, or fall the distal end, insertion part, bending part, universal cord, scope connector with excessive force. Doing so may damage the device, injure body cavity, cause burn, bleeding, perforation, or parts may fall off.¿ olympus will continue to monitor field performance for this device.